Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered a code 1007 due to capacitor charge time exceeding limitations. Remote monitoring was disabled. It was also reported that back in february, this patient received a shock for a ventricular event which successfully converted the arrhythmia, however, this also triggered a code 1004 indicative of a short circuit condition that was detected during shock delivery. Boston scientific technical services (ts) recommended that the product be explanted and replaced as well as a lead revision. Subsequently, this device was explanted and replaced. The right ventricular (rv) non bsc lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered a code 1007 due to capacitor charge time exceeding limitations. Remote monitoring was disabled. It was also reported that back in february, this patient received a shock for a ventricular event which successfully converted the arrhythmia, however, this also triggered a code 1004 indicative of a short circuit condition that was detected during shock delivery. Boston scientific technical services (ts) recommended that the product be explanted and replaced as well as a lead revision. Subsequently, this device was explanted and replaced. The right ventricular (rv) non bsc lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error code 1004 and code 1007 had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Therefore, the damage is deemed due to the environment outside of the device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered a code 1007 due to capacitor charge time exceeding limitations. Remote monitoring was disabled. It was also reported that back in february, this patient received a shock for a ventricular event which successfully converted the arrhythmia, however, this also triggered a code 1004 indicative of a short circuit condition that was detected during shock delivery. Boston scientific technical services (ts) recommended that the product be explanted and replaced as well as a lead revision. Subsequently, this device was explanted and replaced. The right ventricular (rv) non bsc lead was capped and surgically abandoned. No additional adverse patient effects were reported.